Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device with serial number (B)(6) displayed a persistent restart alert related to consecutive motor stalls, prevented a rewind with an unable to proceed message, and failed to infuse insulin; the screen remained usable and the user switched to subcutaneous insulin injections. Symptoms included hyperglycemia, distress, and irritability. Outcomes included the need for unexpected medical intervention in the form of medication. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem and a device problem consistent with failure to infuse associated with the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.